Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument's wire suddenly became loose and failed to clip the vessel. The instrument was replaced with a backup instrument of the same type. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the issue occurred when the surgeon was attempting to clamp on a vessel. The reporter confirmed that large-size clips were used on the hem-o-lok clip applier. The reporter confirmed that the vessel bundle was not greater than the suggested diameter in the instruction for use (IFU). The instrument was inspected before use, and no issues were detected.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large clip applier instrument involved with an alleged issue to perform failure analysis. The clip applier instrument was analyzed and found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes loose grip cable at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The complaint was confirmed based on failure analysis.